Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler fired according to instructions and the posterior wall (half) did not take the staples requiring a hand sewn anastomosis. This resulted in an extra hour of operation and a temporary ileostomy which otherwise would not have been needed. The patient was hospitalized.